Event description:
The ge oec 9600 fluoroscopic system needed a replacement motherboard as diagnosed for system failure by facility bme.

Manufacturer narrative:
A ge oec service representative investigated the issue and ordered, removed and replaced the system motherboard. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.